Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion, an epinephrine bag was hung instead of a vancomycin bag, resulting in a death. Anesthesia sent an auto ID module to a third party for testing. Although requested, no additional information about the patient, medication, or event has been provided.